Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the devices in this report may have caused or contributed to a death or serious injury or that the devices in this report have malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-jun-2019 from an hcp (healthcare professional) who reported that no issue was found with the catheter on (B)(6) 2019. Per the hcp, ¿all is fine/everything is working fine¿. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 19-apr-2020, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 19-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 1.000.0 mcg/ml; 129.8 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported that on (B)(6) 2019 the patient started to ¿lean¿. A catheter leak was suspected due to the symptoms. The patient was losing function every day. The patient was laying on their left side to eat. The patient was losing strength in her right arm and previously could pick up her coffee cup but could no longer do that. The patient¿s voice was not as strong as it used to be and understanding her speech was not like it used to be. The patient had difficulty getting her from chair to her bed and it was almost impossible. The patient had an appointment to have the catheter checked on (B)(6) 2019. The patient could not get in any sooner. The plan was to drain the pump and do a dye study. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated there was no leak and the test had not been done yet. No further complications were reported.